Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm and atypical power cable disconnect and low voltage alarms was confirmed via analysis of the submitted log file. The submitted system controller event log file contained approximately 1 day of data (25jul2022 ¿ 26jul2022 per the timestamp) and the submitted system controller periodic log file contained approximately 11 days of data (15jul2022 ¿ 26jul2022 per the timestamp). The event log file captured a backup battery fault alarm from the beginning of the log file (captured on (B)(6) 2022 at 18:23:27) until the controller was put into sleep mode (captured on (B)(6)2022 at 18:23:50) due to the backup battery not passing the load test. Review of the periodic log file revealed that the alarm first activated on (B)(6) 2022 between 05:44:45 and 06:44:45. The periodic log file only collects data at specified time intervals rather than upon the detection of an event and the event log file did not capture when the alarm first activated; therefore, the exact time that the alarm first activated and the initial conditions that caused the alarm to activate could not be determined. The alarm cleared on (B)(6) 2022 at 19:17:39 when the controller was powered on again. The event log file also captured intermittent power cable disconnect, low voltage advisory, and low voltage hazard alarms that were not associated with true power cable disconnects or routine battery depletion on (B)(6) 2022 from 19:19:13 to 21:53:35 due to the relative state of charge voltage (v) fluctuating, causing the voltage to intermittently drop to approximately 0 v. The atypical alarms occurred while connected to 14v batteries and occurred on the black power lead. The alarms did not affect the controller¿s ability to operate to pump at the set speed. The system controller was not returned for analysis. Additional information provided communicated that cleaning the patient¿s 14v battery and battery clip contacts resolved the atypical power cable disconnect and low voltage alarms. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2021. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault, power cable disconnect, and low voltage advisory/hazard alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's system controller (B)(4) was exchanged on (B)(6) 2022 at an outside hospital for an unknown reason. During the exchange the patient was put on their backup system controller (B)(4). When (B)(4) was put into use the pump did not turn on. Emergency medical services (ems) confirmed that the driveline was correctly inserted into the controller and that the controller was properly connected to power. The controller's screen showed that the controller was charging. The patient was then placed back onto their primary controller, (B)(4), and the pump restarted. Review of the patient's log files for (B)(4) showed backup battery fault alarms occurring on (B)(6) 2022 at 6:23pm. Following these alarms both system controller power leads were disconnected from external power. The event log displayed power cable disconnect, no external power, driveline disconnect, and lvad off alarms at that time. The event log of (B)(4) did not record any data while the driveline was connected to the controller. It did not appear that the driveline had been connected to the (B)(4). System controller (B)(4) showed a time clock difference that may have been due to the controller's time clock not being set correctly. System controller (B)(4) was put back into use at 7:19pm and the backup battery fault alarms resolved. After the driveline was reconnected to (B)(4) it stayed connected for the remainder of the log. The patient did not experience any adverse impact due to the event. Related MFR # of system controller (B)(4): 2916596-2022-12585.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # of the heartmate 3 lvas implant kit: 2916596-2022-12583.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the submitted log file. The submitted system controller event log file contained approximately 1 day of data (25jul2022 ¿ (B)(6) 2022 per the timestamp) and the submitted system controller periodic log file contained approximately 11 days of data ((B)(6) 2022 per the timestamp). The event log file captured a backup battery fault alarm from the beginning of the log file (captured on 25jul2022 at 18:23:27) until the controller was put into sleep mode (captured on 25jul2022 at 18:23:50) due to the backup battery not passing the load test. Review of the periodic log file revealed that the alarm first activated on 25jul2022 between 05:44:45 and 06:44:45. The periodic log file only collects data at specified time intervals rather than upon the detection of an event and the event log file did not capture when the alarm first activated; therefore, the exact time that the alarm first activated and the initial conditions that caused the alarm to activate could not be determined. The alarm cleared on 25jul2022 at 19:17:39 when the controller was powered on again. The alarms did not affect the controller¿s ability to operate to pump at the set speed. The system controller was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records (DHR) were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 09sep2021. Review of the DHR also revealed that the system controller was manufactured with the implementation of corrective and preventative action (CAPA) 116200, which implements the application of grease on the backup battery ribbon cable. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms, and the actions to take if the alarm cannot be resolved. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.